Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to failure to thrive. Furthermore it was reported that the patient suffered a poor quality of life. The patient elected to have the pump turned off on hospice. It was unknown if the pump would be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported patient outcome and failure to thrive could not be conclusively determined through this evaluation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists adverse events that may be associated with the use of heartmate ii left ventricular assist system. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 23dec2010. The heartmate ii lvas IFU is currently available. This IFU lists the adverse events that may be associated with the use of heartmate ii left ventricular assist system, including death. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported patient outcome could not be conclusively determined through this evaluation. The account reported that the patient expired on (B)(6) 2015. Vad-9010 was not returned for evaluation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists the adverse events that may be associated with the use of heartmate ii left ventricular assist system. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 23dec2010. The heartmate ii lvas IFU is currently available. This IFU lists the adverse events that may be associated with the use of heartmate ii left ventricular assist system, including death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2015.